Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "revision surgery at (B)(6) hospital, to exchange a broken stryker femoral nail."